Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During testing, the pump load step failed to detect the filled cartridge. The pump was opened and contamination was found in the force sensor assembly and the force sensor was found to be out of calibration.

Event description:
On (B)(6) 2012 the patient contacted animas alleging that on the evening of (B)(6) 2012 the patient did not recognize the filled cartridge and dispensed insulin during the load step twice. There was no reported adverse event associated with this complaint. The patient confirmed that she was disconnected from the pump and is currently on a back-up plan for insulin delivery. The patient's blood glucose (bg) at the time of the call with animas customer support is 357 mg/dl with no signs or symptoms of hyperglycemia. The reported bg excursion does not meet the definition of a serious injury. This complaint is being reported due to the alleged load step malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number: 2531779-03/24/2010-003-r.